Event description:
It was reported that the patient expired due to vf that became fine in appearance and was subsequently undersensed. Review of egm remote transmissions revealed that the patient had initially received an appropriate but delayed shock. Subsequent episodes were diagnosed as supraventricular tachycardia, vt/vf with atp therapy, or return to sinus due to the undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.